Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient and dob requested but not provided.

Event description:
The customer reported that the male luer spin collar cracked. The customer further reported that they use curos caps on both the end caps and connector caps, as well as, a non bd needleless connector that they are attaching the male luer into. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection of the set noted the collar of the luer exit was broken with a piece missing. No other obvious damages, stress markings, or issues were observed. Functional testing was deemed unnecessary due to the obvious damage. The root cause of the observed broken luer exit component was not identified.

Event description:
It was reported that the male luer spin collar cracked. The customer further reported that they use curos caps on both the end caps and connector caps, as well as a non bd needleless connector attached to the male luer. There was no report of patient harm.